Event description:
Customer reportedly obtained results of 465 mg/dl and 173 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event related to reported results. Requested return of suspect system, and replacement was sent.